Manufacturer narrative:
The report is being submitted under (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. The evaluation of the device to date has been carried out by a rep of the MFR's sales and svc unit subsidiary div, not a direct employee of the MFR. Add'l info will be provided upon completion of the MFR's investigation.

Event description:
(B)(4).